Manufacturer narrative:
H6 - patient codes: corrected.

Event description:
It was reported that shaft break occurred requiring surgical intervention. The 70% stenosed target lesion was located in superficial femoral artery. During angioplasty, a 2.0x60x150 sterling balloon catheter was advanced and inflated at 6 atmospheres for 30 seconds. However, during removal, the balloon shaft broke off and was left in the patient. It was further observed during palpation on a manual pressure hold, that the accessed site was hard and unusual. Finally, the physician cut the access site open and removed the sheared balloon with a pair of hemostats. The device was removed fully deflated and there were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred requiring surgical intervention. The 70% stenosed target lesion was located in superficial femoral artery. During angioplasty, a 2.0x60x150 sterling balloon catheter was advanced and inflated at 6 atmospheres for 30 seconds. However, during removal, the balloon shaft broke off and was left in the patient. It was further observed during palpation on a manual pressure hold, that the accessed site was hard and unusual. Finally, the physician cut the access site open and removed the sheared balloon with a pair of hemostats. The device was removed fully deflated and there were no patient complications nor injuries reported.